Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's rhythm was not av-synchronous when interrogated. Oversensing was noted and p-waves came right after every paced qrs-complex (no atrial markers associated with the p-wave). The device was reprogrammed and it seemed like the p-wave could not be found anywhere, it sort of ¿got lost¿. Also, the sinus rhythm appeared to have some variation. A long loss of av-synchrony was also noted after reprogramming. The device remains in use. No patient complications have been reported as a result of this event.